Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that two of their teeth are loose. They were seen by their dentist who informed them that their teeth being loose is caused by their retainer. They have cease use of the aligners. Patient's bite appears to be contraindicated. Requested letter of recommendation from patient's dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.